Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that manufacturing representative (rep) called from the managing healthcare provider's (hcp) office with the patient to report they were unable to get connected to ins with their rep-owned devices. The patient did not bring their external equipment with them. The caller reported they were able to get the handset and communicator connected, but when they would search for the device, the patient would feel an "electrical shock" and shooting pain. The caller would then get 'device not found' message. When asked, the patient reported having several falls on their implant since getting the ins implanted. When asked about last successful connection to the ins, the rep estimated it was at the last appointment with their previous managing hcp back in 2021 right after getting device implanted. The patient reported they were not familiar with how to connect to their own battery. The agent suggested obtaining x-ray imaging to attempt to visualize the system.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.